Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event closed. In addition, the recipient reportedly experienced device extrusion. The recipient was hospitalized on (B)(6) 2019. The external visual inspection revealed silicone slices on the top cover and the electrode was severed near the fantail prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a skin flap infection. The recipient's device was explanted. The infection is not believed to be device related. The recipient's infection resolved.